Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its shock impedance measurements, with the value still within range. Additionally, it had less than 50% battery longevity remaining, so premature battery depletion (pbd) was suspected. Subsequently, it was this s-ICD system was explanted and replaced, with the s-ICD suspected to have migrated and possible tissue in the system components as the caused for the observed measurements. A new device was implanted. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an increase on its shock impedance measurements, with the value still within range. Additionally, it had less than 50% battery longevity remaining, so premature battery depletion (pbd) was suspected. Subsequently, it was this s-ICD system was explanted and replaced, with the s-ICD suspected to have migrated and possible tissue in the system components as the caused for the observed measurements. A new device was implanted. No additional adverse patient effects were reported. This device has not been returned for analysis. This device has been returned and analyzed.